Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. Lead measurements were out of range. The lead was modified surgically and all lead measurements were in range after the procedure. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.